Event description:
A us distributor reported that a monitor will not power on and was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was unable to be duplicated. The monitor's ECG acquisition and pulse delivery was fully intact. However, upon further investigation, a reportable malfunction was found. The monitor would not power up and was unable to run detect and treat testing. The cause for the failure was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, causing multiple components on the pcas to short to the ground and be thermally damaged. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.